Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. Visual inspection identified no anomalies. No damage was observed with the seal plug and the set screw moved freely in both direction. A test electrode was inserted the lead barrel and the lead could be fully inserted. The device was interrogated and a memory download was performed successfully. The device was then exposed to simulated heart load conditions, and the defibrillation and sensing functions were tested. The device operated appropriately, according to its performance specifications with no out-of-range measurements or interruptions in therapy output. Simulated induction testing was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
Boston scientific received information that this patient received inappropriate shock therapy over the weekend while operating a tiller in the garden. The vibrations from the tiller likely caused emi-like noise. The emi noise stopped following shock delivery when the patient was no longer operating the tiller. It appears that no changes were made to the sense vector configuration. Sensing was appropriate when the device was checked post-shock delivery. The patient has been transferred to another physician for medical care. This subcutaneous implantable cardioverter defibrillator (s-ICD) device is scheduled to be explanted and replaced with a dual chamber implantable cardioverter defibrillator (ICD) device and transvenous lead system. The patient has been experiencing bradycardia in the 40 bpm range that may have also been occurring at the time the s-ICD system was implanted. Additionally, the reason the s-ICD system was explanted was due to patient discomfort.